Event description:
It was reported that the insulin pump alarmed several no delivery alarms. The customer's mother reported that the device alarmed 1 or 2 times. The blood glucose reading was unknown, and the caller declined troubleshooting assistance for the issue. She declined to return the reservoir and infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.